Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in hospital for a generator change out. During the procedure, the right ventricular lead exhibited elevated capture thresholds. It was noted that the lead had a history of elevated thresholds documented in the patient¿s record. The lead was capped and replaced. The patient was stable throughout and post-procedure.